Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown at the time of the incident. The customer stated that the up and act button were unresponsive, so they took the battery out, which resulted in failed battery test alert. The customer stated that they tried to bolus again, but the act button was not working. Frozen display troubleshooting was performed. The customer verified that the time on the clock advanced when asked to monitor for one minute. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer called back after a day of the initial call and reported that the insulin pump also alarmed button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no(act, up, escape and down) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery alert due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.